Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that capture threshold increase was noted. Decreased impedance was also observed. Lead repositioning was attempted. X-ray revealed that the helix was bended. The lead was explanted and replaced. The patient was stable.